Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available. Nevertheless, a report with # mw5150519 had been filed and reported through FDA's medwatch program. Date of report was (B)(6) 2024 and filed a nurse practitioner on the behalf of medixinfusion.

Event description:
On 02/01/2024, zyno medical received a report that a zyno z800f pump might had a 'air-in-line- sensor-does not alarm, causing loss of infusion parameters. There was no patient harm. The infusion cannot resume without causing delay in treatment. Requested device to be returned for further evaluation.